Event description:
It was reported that during preparation for a percutaneous coronary intervention, the shaft of the device was separated. A 4.00mm x 15cm flextome cutting balloon mr was selected to dilate the vessel. During preparation, it was noted that all air was removed from the balloon prior to removal of the balloon protector. While attempting to remove the balloon protector with straight force, resistance was noted and the catheter shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, the shaft of the device was separated. A 4.00mm x 15cm flextome cutting balloon mr was selected to dilate the vessel. During preparation, it was noted that all air was removed from the balloon prior to removal of the balloon protector. While attempting to remove the balloon protector with straight force, resistance was noted and the catheter shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device confirmed a complete balloon detach at the proximal and distal balloon bonds. The balloon was not returned for evaluation. The balloon had detached from the catheter at 21.8cm from the exchange port. This type of damage is consistent with excessive force being applied to the device during the reported attempts to remove the balloon protector. There was no additional damage to the remaining catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, the shaft of the device was separated. A 4.00mm x 15cm flextome cutting balloon mr was selected to dilate the vessel. During preparation, it was noted that all air was removed from the balloon prior to removal of the balloon protector. While attempting to remove the balloon protector with straight force, resistance was noted and the catheter shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).